Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with the infusion sets. The infusion sets had bent cannulas. There were incidents with the infusion sets that insulin would leak from the bent cannula and dampen her clothes. The insulin pump alarmed no delivery. Customer's blood glucose level was 600 mg/dl. She had a sinus infection. The customer experienced bruising and a rash from the infusion sets. The device was not returned.